Event description:
User driving up long incline. Unit stalled and rolled backwards. User turned to side and released the throttle causing brake to engage, stopping unit. User fell off landing on object cracking two ribs. Ribs taped by medical professional. No defect in materials or workmanship. Incident caused by lack of maintenance to motor. Unit did not tip over.